Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, resistance was met when the dreamtome was inserted in the working channel of the scope. A balloon was inserted to try to push through the working channel. The sponge was successfully retrieved with a roth net. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g3: medwatch number is (B)(4). Block h6: device problem code a0501 captures the reportable event of sponge detached. Block h10: one biopsy cap was returned for analysis; however, the locking device was not returned. The sponge was detach from the biopsy cap, the sponge was checked under magnification and the slits seem to be properly made on both sides. No other issue was noted. Based on information available the observed issue is due to inadequate process controls at the supplier of the biopsy cap sponge component. Additionally, the user did not apply a water soluble lubricant to the top of the biopsy cap prior to use and this could have causes more friction on the system while advancing a device through the biopsy cap leading to the sponge detachment from the device. The IFU mentions "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel. " since the customer did not apply water-soluble lubricant at the top of the biopsy cap as stated within the directions for use, the most probable cause of the reported event of user error is failure to follow instructions. Based on the information available and the analysis performed to the returned device, the investigation conclusion code for this complaint will be documented as cause traced to component failure. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, resistance was met when the dreamtome was inserted in the working channel of the scope. A balloon was inserted to try to push through the working channel. The sponge was successfully retrieved with a roth net. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. There were no patient complications reported as a result of this event.